Manufacturer narrative:
Cuff catalog 72404130 - serial #(B)(4), exp. 01/30/2011 mfg. 02/2009. Balloon catalog 72400024-serial (B)(4) exp. 01/29/2014. Pump catalog 72404127 - serial (B)(4) exp. 01/05/2011 mfg. 01/2009. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the device was removed due to erosion. It was stated that the "aus eroded due to catheter placement during a cbag surgery". Pt outcome: "the pt no longer has an aus implanted and the urethral will heal".